Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro meter was reading high. Caller was feeling shaky, nauseous, light headed, and had cold feet, rapid heartbeat and hands. She checked bg on the micro and the reading was 130. She rechecked on the accu-check and the reading was 76. She drank a soda and went to ER. At ER they tested her bg on an accu-check and it was reading 81. Dr gave her another soda at ER. Controls were testing within range. Replacing all items.